Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 703:00 was confirmed during review of the event history but not duplicated during evaluation. The assignable cause was a faulty user interface module printed circuit board. The user interface module printed circuit board has been replaced to fix the reported condition. Additional: this involved a remediated colleague infusion pump with user interface module master software version 6.13.90. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that the device has not been previously serviced for the reported condition.

Event description:
During device testing by a baxter service technician, a colleague infusion pump experienced failure code 703:00, which interrupted delivery. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. The user interface module master software version is currently unknown.